Manufacturer narrative:
A field service representative (fsr) was dispatched due to the customer observing a leak in the rear of the architect c16000 processing module, serial number(B)(4). While on site the customer reported to the fsr that an employee was splashed in the face when a tube dislodged from the external waste pump kit when the lid of the rear of the analyzer was lifted. The employee washed her face with a warm soapy water solution. The employee was wearing non safety glasses and a mask at the time which protected her eyes and mouth. The field service representative (fsr) inspected the instrument observed that the hcw fittings to external waste pump were clogged and the external waste pump was full of build-up the fsr removed and cleaned hcw a & b line from hcw pumps to external waste pumps/cleaned tubing and fittings, removed and cleaned external waste pump fittings and inside of external waste pump, secured hcw tubing with clips, replaced cuvette dry tips, and washed cuvettes which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues of splashing from parts reported for (B)(4). A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the external waste pump kit did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(4) or the external waste pump kit identified.

Event description:
The customer was splashed in the face when troubleshooting a leak at the back of the architect c16000 processing module. The customer was looking at the rear of the instrument with the lid up and the hcw a line tubing popped off at the waste pump and splashed her in the face. The customer was wearing non safety glasses and a mask at the time which protected her eyes and mouth. No waste fluid got in her mouth or eyes. She washed her face with warm soapy water and didn¿t receive any further treatment. No additional impact to the user was reported. No impact to patient management was reported.